Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they never experienced therapeutic effect. The patient called in for an informational contact and reported their first device didn't work/never worked so they had a second one implanted. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause was unknown and the no further complications were noted or anticipated

Manufacturer narrative:
Other relevant device(s) are: product ID 3889-28, lot#: v776472, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The healthcare professional reported that the device never worked due to malposition of lead and migration. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v776472, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The healthcare professional reported that the device never worked due to malposition of lead and migration. No further complications were noted or anticipated.